Event description:
It has been reported to philips that the allura system was unable to produce x-rays. The device was in clinical use. The patient was brought to another room and the procedure was completed. No harm was reported. A philips field service engineer inspected the system onsite and identified an issue with the flashlite. Fse proceeded to install a new flashlite high end kit and confirmed that the system was returned to use in good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. Remote service engineer (rse) inspected remotely and confirmed that the system is not able make xray. Review of log file shows that the connection was lost with fd controller. When rse and biomed tried running the verify image processing & host it failed on the first step, but after rebooting the system was working again. Rse and biomed ran both the bist for the detector and the fd controller and both passed. Finally biomed requested the onsite service. The fse performed the troubleshooting and found that the ippc hard disk errors. Fse replaced the ippc and hard disk as part of trouble shooting. After replacement of ippc and hard disk, system was in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.